Manufacturer narrative:
Investigation: a visual inspection revealed that the heater hook had lifted out of the hot jaw tip and was bent. There were no signs of clinical usage and no evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the vh-4000 had a wire sticking out. This was noticed once the hemopro 2 was inserted through the cannula. The hospital staff does not believe that this happened when they were inserting the hemopro 2. A replacement unit was used to complete the procedure. The hospital did not report any pt effects as the unit was not used on the pt. The product is returning.